Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 shutdown key did not respond. When biomed arrived, the device was not operating but "check vent" was displayed when restarted the device. There was no patient involvement.

Manufacturer narrative:
Device evaluation & resolution and disposition: device evaluation: the v60 vent was received at the international service center for evaluation. The service technician duplicated the reported problem. One of two screws to secure the power management (pm) board was not tightened completely so pm board moved vertically and horizontally. Resolution and disposition: the screw was tightened and pm board was secured completely and then the issue was not duplicated. Parts replacement was not required. (B)(4).